Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately six years post-implantation due to unknown reasons. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Review of invoice history shows the modular head was removed and replaced and a hip bearing was implanted.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent a left hip revision procedure approximately six years post-implantation due to unknown reasons. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in revision notes confirm the patient was revised approximately six years post-implantation due to aseptic lymphocyte-dominated vasculitis-associated lesion (alval) and pseudotumor formation. During the procedure, tendonisis, a cavitary defect in acetabulum and abscence of abductor insertion on the greater trochanter were noted. The pseudotumor was excised and the cavitary defect was filled with allograft material. The head and cup were removed and replaced with a constrained system.